Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Right heart failure and worsening heart failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). Although the etiology of the right heart failure and relationship to the device and procedure cannot be determined, it may be a progression of chronic heart disease, coronary artery disease or right ventricular infarction. The IFU addresses guidelines for optimal patient management. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that during left ventricular assist device (lvad) implant, upon discontinuation of cardiopulmonary bypass (cpb) and initiation of lvad support, patient had profound hypotension with low lvad waveform pulsatility and flow and rise in central venous pressure (cvp) and dilatation of right ventricle with septal shift to the left, on transesophageal echocardiography (tee). Patient was returned to cpb and lvad was temporarily stopped. A rota flow temporary assist device was placed, cannulating right atrium to pulmonary artery ("ra to pa"). Again, patient was separated from cpb and lvad support was initiated. Lvad flows now 5 lpm with right ventricular assist device (rvad) flows 4.5 lpm. Mean arterial pressure (map) 70-80s. It was noted that the septum was midline on echocardiogram. Patient also supported with epinephrine, vasopressin, flolan. Patient transported to the intensive care unit (ICU) in critical but stable condition. Temporary rvad support was anticipated based on preoperative hemodynamics, echocardiographic assessment, and etiology of patient's heart failure (hf).  Patient stated to have continued right heart failure ongoing and remains with the temporary rvad. No additional information available.